Event description:
A patient reported experiencing inaccurate erratic results with a meter. The patient's blood glucose results were 43 mg/dl, 207 mg/dl. Tests were done within 3 minutes with a difference of 116%. Patient did not experience any adverse events. No further information has been reported.